Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open sore under the front therapy electrode. The sore was reportedly draining and infected. The patient's cardiologist advised the patient to remove the lifevest and prescribed cephalexin. During a follow-up the patient reported that the wound was improving.